Event description:
It was reported that the hub shut down mid procedure and would not turn back on. They had to bring in a tower to complete the case. Therefore, there was loss of image.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the hub shut down mid procedure and would not turn back on. They had to bring in a tower to complete the case. Therefore, there was loss of image.

Manufacturer narrative:
The device is not available for evaluation in-house. This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: sdc doesn't boot up as expected or reboots unintentionally. Probable root cause: - sdc application software - sdc motherboard - fpga temperature sensors/measurement - cables and connectors - power supply, fuse - cybersecurity. The reported failure mode will be monitored for future reoccurrence.